Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on pre discharge evaluation there was no capture on the right ventricular (rv) lead at max output. Dislodgement was confirmed on fluoroscopy. Rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.